Event description:
It was reported that the insulin pump alarmed for a loose drive support cap and that insulin was squirting out during the manual prime. The drive support cap was protruded. The blood glucose reading was 9.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
A broken reservoir tube lip, broken battery tube threads, minor scratches on the display window, missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion occlusion test due to a loose and protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.